Event description:
It was reported that there was a communication and telemetry issues involving a coupling issue. It was also reported that the patient experienced a shocking or jolting sensation. It was noted that the patient was sitting on their bad and not moving when they experienced a long continuous zapping jolt from their back down both legs. This reportedly happened three times in a row and had happened one additional time earlier on the day of the report while swimming. The patient reportedly tried to turn off the stimulation a few hours after the incident but the power off button did not work. The patient decreased the amplitude to zero to turn it off. It was suggested that the patient try removing the antenna and place the programmer directly over the device to turn it off, or to use the recharge to turn the device off. This reportedly did not resolve the issue. It was noted that no cause for this issues was determined. It was further noted that this event caused the patient pain but that the patient was alive with no injury. It was later reported that the patient was seen by their health care provider (hcp) and impedances tests were normal. The device was tested in various body positions and amplitude adjusted to patient¿s comfort. It was noted that they were unable to reproduce the shocking or jolting sensation. It was also noted that another group was initiated and the patient was able to use the programmer effectively.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).